Event description:
It was reported that the patient deceased. The patient complained of nausea and vague chest pain for three days preceding death. The cause of death was myocardial infarction. However the primary cause of death is still unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.